Event description:
Info received indicates the bed was an error code 10-66 (error left ucm comm. Failure). The technician found the left ucm cable was cut which exposed bare wiring.

Manufacturer narrative:
The technician replaced the left ucm cable to repair the bed.